Event description:
The report stated that the day after a gastrectomy. The patient had to have an additional surgery to control bleeding. The surgeon felt that the bleeding was caused by a failure to seal vessels properly although an end tone, indicating a completed seal, was heard. The device was reportedly cleaned throughout the procedure and did not stick to tissue prior to being removed from seals. The surgeon also reported that the knife did not cut properly during the procedure, tearing tissue.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.